Event description:
It was reported that the right atrial lead was explanted due to no capture. It was also reported that a new lead implant was attempted, but was unsuccessful due to helix fixation problems. A new lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, distal conductor distorted, outer insulation breached cut, lead stretched, apparent explant damage. Full lead was returned for analysis. (B)(4) lead stretched; full lead was returned for analysis. The lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly. The distal conductor distorted, inner insulation kinked and buckled, damaged at implant.